Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd received 1 sample for investigation which consisted of a terumo tube with a btd sleeve stuck in its stopper. 48 retention samples from bd inventory were evaluated by visual examination and no defects were observed that could cause sleeve fall off. The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts black over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder / pre-attached mult. Luer adapt. There was poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer stated: "the customer reported about the sleeve separated from the btd and staying with the tube during transference of blood. The tube used is the non-bd product."